Event description:
Overdelivery reported: the pump was programmed for tpn infusion at 95ml/hr with a volume to be infused of 600ml. The infusion reportedly completed in 2.5 hours. The pt had a diagnosis of hemmorrhagic anemia. According to the customer contact, the pt was "going into multi-system problems" and having "respiratory problems" prior to the reported event. The pt had a high lactic acid level and was "going into acidosis, which was the reason for the dive" or hyperbaric treatment. According to the customer contact, the pt was in "major trouble" and that the "dive was a last ditch effort". It was reported that a new tpn bag of 1000ml was hung just prior to the "dive", and at the end of the treatment (approximately 2-2 1/2 hours) the pump alarmed and the bag was empty. The customer contact states the pt went into respiratory arrest and was placed on a ventilator immediately after the hyperbaric treatment. There were attempts to wean the pt from the ventilator on 7/13/2000. Though requested, no further info was available.